Event description:
It was reported that, "as doctor was inserting acetabular screw, a ribbon of metal was peeling off of the threads. The debris is being sent back. The implant remains in the pt."

Manufacturer narrative:
Method: visual inspection of the delaminated metal ribbon; DHR, per history and design fmea risk analysis documentation review. Visual inspection could not be done on the screw as it remains implanted in the pt. However visual inspection of the delaminated metal ribbon was performed. Review of the device history records indicates that all devices accepted into final stock met specs. The product experience reporting database shows there have been no other events for the reported lot ID. However, this event is related to a trend of similar events where the threads of 6.5 cancellous bone screws delaminate. The results of the investigation performed indicate that the threads of the 6.5mm bone screw sheared off due to impingement of the threads within the screw hole of the shell. Improper drilling technique and/or extreme angulation during insertion caused impingement. The root cause of this event was presumed to be improper drilling technique and/or extreme angulation during insertion.